Event description:
It was reported that the xience v 2.5 x 18 stent was deployed in the total occluded circumflex (cx) and a dissection occurred. The dissection required an add'l stent to cover up the dissection. Though requested, no add'l event or pt info was provided.

Manufacturer narrative:
(B)(4). Dissection is a known adverse event as listed in the xience v instructions for use. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.